Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with a basic evaluation trial device. It was reported the trial patient had a shocking feeling when attempting to increase stimulation after changing to the right side. The patient was instructed how to lower the stimulation and to maintain stimulation at 0.1 or 0.0 mamps if need be. No further complications were reported or are anticipated.